Event description:
Download data from a (B)(6) male pt revealed several battery faults. Zoll customer support contacted the pt and provided him with a replacment battery pack.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. The reported problem (battery faults) has been confirmed. Upon investigation one of the battery pack tri-cells was dead. The root cause for the dead cell could not be positively identified but was likely a defective battery cell. No adverse event resulted from the defective battery cell. The pt received a replacement battery pack.